Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient, who is equipped with a holter monitor, experienced several periods of asystole that occurred for longer than 2 seconds, as well as inappropriate pacing into a t-wave. The patient reportedly has no underlying rhythm. The possibility of oversensing was discussed, but no noise or oversensing was elicited during isometric troubleshooting, and no episodes of noise or oversensing were noted in device memory. Device sensitivity is currently set to nominal.

Manufacturer narrative:
The boston scientific technical services department discussed the possibility of fusion caused by premature ventricular contractions (pvc's) occurring while pacing is delivered. No electrograms from the holter monitor are available. The cause of these clinical observations is currently unknown. The boston scientific technical services department discussed possible programming options. An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Manufacturer narrative:
Subsequently, this device was explanted for reasons unknown, and returned to boston scientific. Analysis of the device was performed at our (B)(4) laboratory. The device passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.

Event description:
--